Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. The eifu also states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal left anterior descending artery. Atherectomy was performed as well as pre-dilatation with a non-compliant balloon. A 4x28mm xience skypoint stent was advanced to the lesion and right before deployment was initiated, a dissection was noted at the proximal edge of where the stent was to be implanted. It was decided to remove the non-deployed xience skypoint and perform additional balloon tamponade with a semi-compliant balloon. The xience skypoint stent was re-inserted and placed at the target lesion and treated the dissection. Standard post dilatation was performed. Per the physician, it is unknown if the non-compliant balloon or xience skypoint caused the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.